Manufacturer narrative:
(B)(4). The complaint device was not returned to boston scientific; therefore, product analysis could not be performed.

Event description:
It was reported that during routine exchange of the pacemaker, the terminal pin of this right ventricular (rv) lead became stuck in the device header. The lead was cut and the remaining rv lead portion was surgically capped. A new lead was successfully implanted. No additional adverse patient effects were reported.